Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using direct tested, kitted, nasopharyngeal samples. This report is for patient two (2) of eight (8). A rapid covid-19 test was performed (brand name and manufacturer unknown) and generated negative results. A sample was sent for pcr testing, but the results were not received by the time of this report. No additional information was received.

Manufacturer narrative:
Similar product to 190-000. The investigation is ongoing. A supplement report will be sent once the investigation is complete.

Manufacturer narrative:
G4: similar product to (B)(6). Investigation summary: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1087594 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 191-000 / lot 1087594 and test base part number 190-430 / lot 1087594. The lot met the required release specifications. (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is sample interference or cross contamination. H3 other text : single use device, discarded.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on (B)(6) 2022 using direct tested, kitted, nasopharyngeal samples. This report is for patient two (2) of eight (8). A rapid covid-19 test was performed (brand name and manufacturer unknown) and generated negative results. A sample was sent for pcr testing, but the results were not received by the time of this report. No additional information was received.